Event description:
It was reported that the doctor found the catheter torn during use on the patient. The patient was fine, and no injury was reported.

Manufacturer narrative:
Qn#(B)(4). The report of a deformed catheter body was confirmed through complaint investigation of the returned sample. The customer returned one, 2-lumen cvc for analysis. No definite signs-of-use were observed. Visual analysis revealed that the catheter body contained a deformation along the length of the body towards the proximal end. Microscopic examination confirmed the damage and revealed indentations on either end of the damage. The deformation measured 30mm-54mm from the juncture hub. The catheter body length measured 218mm, which was within the specification limits of 207mm-227mm per the catheter product drawing. Both these measurements were done via calibrated ruler. The catheter body outer diameter (in an area not affected by damage) measured 2.413mm via calibrated micrometer, which was within the specification limits of 2.36mm-2.46mm per the catheter extrusion product drawing. Both extension lines were flushed with a lab inventory syringe filled with water as per IFU statement, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)". Water was observed exiting the respective skive holes towards the distal end. No water appeared to leak out of the damage on the catheter body. A lab inventory guide wire with a diameter of 0.032" was inserted through the distal lumen. Minor resistance was encountered at the location of the defect; however, the guide wire was still able to pass through the catheter. This was performed per IFU statement, "thread tip of catheter over guidewire." The sample was sent to the manufacturing site for further analysis. They indicated that the observed defect likely occurred from a crushing force. They also indicated that these catheters underwent two different 100% inspections designed to inspect for this type of defect. A guide wire was first passed through the catheter. Also, a 100% leak-flow test was performed. Based on these comments, it was unlikely that this defect occurred during the manufacturing process. The IFU provided with the kit informs the user, "ensure catheter patency prior to use". The IFU states, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". A device history record re view was performed, and no relevant findings were identified. Based on the appearance of the damage and the customer report that the defect was observed during use, the root cause could not be determined at this time as it is unknown if the damage occurred before or after the customer handled. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that the doctor found the catheter torn during use on the patient. The patient was fine, and no injury was reported.

Manufacturer narrative:
(B)(4).